Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: the yellow shipping tab was removed after loading. When firing the endo gia ultra with 45 mm tan reload on the kidney vein, the knife was stuck at the distal end of the reload. The handle of the device was squeezed as far as it can go. The black knobs on the instrument were pulled back, but the knife didn't follow. They resected the reload with another stapler. It took some time before they figured out how to solve this situation so the operating room time was extended by approx 1 hour. The pt condition post-op is ok. More info about the pt is not accessible.